Event description:
It was reported that the customer had high blood glucose levels (314 mg/dl). Customer notice that she was not receiving any insulin because she had not removed the plastic covering of the needle.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.